Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to ketones and high blood glucose on unknown date with blood glucose of 460 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer visited to the emergency room. The customer treated with the fluid through intravenous injection and insulin pump. Customer stated that the batteries dying quicker. Customer troubleshooting was declined for high blood glucose level and troubleshooting was performed for blood at site. The device will not be returned for analysis.